Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) had premature battery depletion. It was noted that six months prior the longevity was two years and in november the patient received therapy, but now five days before the explant procedure the device triggered three short alarms. When the patient went to their physician the ICD could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Off-site hybrid analysis found the device battery to be depleted at 1.36v which caused the no telemetry and no output conditions. When powered by an external supply, the device was fully functional with nominal system current drain throughout the analysis. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Off-site battery analysis of 35j battery (B)(4) from returned device (B)(4) has concluded. Lithium-plating breaches were found along the top edge of the anode separator adjacent to the exposed cathode tab. Based on this analysis, the premature battery depletion after 78 months of implant resulted from an internal lithium-plating short. The battery and device should be assigned to CAPA (B)(4). If information is provided in the future, a supplemental report will be issued.